Manufacturer narrative:
(B)(4). Date sent; 12/20/2023. Device evaluation anticipated, but not yet begun. Additional information was requested and the following was obtained: please explain in detail which part of the device was damaged? Were there any issues with the jaws of the stapler (visibly damaged)? Were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)? Were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)? The metal shaft was broken.

Event description:
It was reported that during the surgery, after fired, noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2023, d4: batch # unk. Additional information was requested, and the following was obtained: please explain in detail which part of the device was damaged? * were there any issues with the jaws of the stapler (visibly damaged)? * were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)? * were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)? -the metal shaft was broken. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9d019, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/19/2024. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the handle and shaft separated and with a gst60w reload present. The reload was received and partially fired 1/16. After further analysis the frame of the device was damaged, causing shaft and handle separation. The condition of the returned device is related to improper use of the device. The condition of the reload is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 415c91, and no non-conformances were identified.